Event description:
Prior to the start of a cryoablation procedure, the physician reported that it was a difficult transseptal puncture; the physician needed two attempts to get through the septum. The left sided pvs and the rspv were ablated without any problems. The physician reported that the access of the ripv was very difficult and the sheath had to be deflected as much as it can. It was not possible to occlude the ripv. During the physician's first attempt, the blood pressure of the patient decreased immediately and he aborted the ablation. The patient had a pericardial effusion. After the treatment of the pericardial effusion by a pericardial puncture, the patient felt much better and was moved to the ICU for the next 24 hours. On (B)(6) 2012, the physician reported that the patient was fine and had left the ICU.

Manufacturer narrative:
The returned catheter was visually and functionally tested. Visual inspection showed that the catheter was intact with no apparent issues and functional test showed that the catheter worked as per specification. This report will be recorded and trended.